Manufacturer narrative:
Fsca investigation was performed and variation in the torque applied to the threaded cap during the assembly process was identified as the root cause of the failure. Per the manufacturing instructions, the threaded cap must be tightened to 40 in-lbs. Although all operators followed the assembly procedure, and the torque wrench indicated 40 in-lbs was applied, the manner of using the torque wrench resulted in variances in applied torque. The manner in which the operator handles the torque wrench may impact the actual torque applied to the end cap, thereby creating a false positive that the specified torque has been applied. If the specified torque is not applied, the effectiveness of the cap tightening process may be compromised.

Manufacturer narrative:
The device has not been returned for investigation as it remains implanted radiographs provided confirm the alleged event.

Event description:
Information was received that x-ray images revealed that the end cap had disengaged. No revision procedure is planned as the rod is still in-situ. There was no patient injury reported.

Manufacturer narrative:
The product was returned and the reported failure mode was confirmed. Visual inspection of the returned products confirmed the end caps were unthreaded from the housing tubes. The returned rods were observed to be partially distracted. X-ray imaging inspection was also performed for both rods; end cap disengagements were clear. Per reported failure, functional testing and internal component inspection were not applicable. Review of the device history records indicated the rods were functionally tested. The issue recorded in this complaint is a known issue and has been investigated.